Manufacturer narrative:
Patient codes have been updated to the following for this event: (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). Clarification was requested asking if the catheter migrate out of the intrathecal space or did the catheter disconnect from the pump. The rep responded, "yes". It was also reported after (B)(6), the patient complaint that they felt stiff sometimes. The hcp conducted an x-ray to check the status of the pump. The catheter was replaced on (B)(6) 2016 and it would not be returned for analysis. The issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, lot # 0209483248, implanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer representative regarding a patient who received an unknown drug (unknown dose and concentration) in an implantable pump an unknown indication for use. The hcp determined the catheter "fell off" when the patient underwent an x-ray examination. Surgical intervention was planned for (B)(6) 2016 to replace the catheter. There were no symptoms reported. No further information was provided.